Manufacturer narrative:
Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose issue. Sensor performance observation due to sensor sensitivity loss late in wear. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and also reported a discrepancy between the sensor glucose (sg) and blood glucose (bg) value. The customer reported blood glucose value of 72 mg/dl. The customer reported hypoglycemia treated with carbohydrate intake. The event involved product(s) mmt-1884, mmt-397a, mmt-7040a, mmt-332a and mmt-7841zn. Troubleshooting was performed for low blood glucose and the customer has been using the insulin pump system within 48 hours of reported event and customer was using the auto mode/smart guard feature at the time of the event. Troubleshooting was performed for the differences between glucose levels and the sensor glucose (sg) value from the reported event was 105 mg/dl and the blood glucose (bg) value from the reported event was 72 mg/dl and the difference was not within the target range. . No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-397a. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-7841zn.